Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device had a keypad error code 110.6020. There was no reported patient involvement.

Event description:
It was reported that the device had a keypad error code 110.6020. There was no reported patient involvement.

Manufacturer narrative:
Correction: g1, g4 g5, g7, h2, h3, h6, h10, h11 the customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced keypad for error 110.6021. As found 9.33 sw, as left version 9.33. Tested pm. A review of the device history record for (B)(6) was performed from date of manufacture 06/12/2019 to present date 12/14/2020 and confirmed that this device was not previously returned for servicing. Also, there was a production failure q6200291169 for out of specification/ keypad not working x 2, which correlates to the customer reported issue. This will be escalated to cad management for further investigation.